Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: three openings curved on the anterior, crease flat, wear abrasion and observed void 1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: three openings striated on the anterior and non-penetrating nick striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings due to surgical damage consist in the use of some surgical tool. Non-penetrating nick striated due to surgical tool scratch like. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling. Lot number provided was #2218125.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.